Event description:
The sales representative reports the product contained a defective fiber optic sensor. Product was in contact with pt but pt injury was not reported. The sales representative did not have a lot number for this product. Additional info was received from the sales representative indicating this is the second occurrence with this product at this user facility. The sales representative was present at insertion of catheter. The physician followed instructions on package insert. Physician zeroed catheter, placed catheter and experienced problems inserting into burr hole. The catheter was tunnelled and reconnected to blue connector. Error code "e08" appeared. The catheter was not replaced but used as a fluid filled system for four days.